Event description:
It was reported that the user awoke with high glucose, self-administered a manual insulin injection after disconnecting, and later observed a blood glucose of 212 mg/dl while using an ilet system; upon removing the cartridge, insulin leakage into the chamber was observed, and the user replaced the cartridge with guidance and was advised to allow time for glucose to return to range. Investigation included remote troubleshooting and user education. Investigation of this case revealed leakage from the insulin cartridge area consistent with a cartridge or cartridge seating issue within the pump system, with resolution after cartridge replacement. No clinical symptoms associated with hyperglycemia reported. Outcomes included temporary disruption of therapy without health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was user technique or handling during cartridge installation leading to leakage.